Event description:
A customer reported encountering cgm error 42 related to their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Customer service provided guidance on performing a pump reset, and after the reset, the error code did not reappear; the customer was advised to wait 20 minutes before starting a new sensor session, which the customer acknowledged.